Event description:
A resolute integrity drug eluting stent was being used to treat a lesion in the mid lad. There was moderate tortuosity and moderate calcification. Device was removed from packaging and inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre-dilated. It was reported that during advancement resistance was encountered. Two attempts were made to cross the lesion and then it was noted that stent had become damaged. The stent was removed and another rsint (same size) was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
Device evaluation: the distal tip was flared. The hypotube was kinked 4.2cm, 35.5cm, 48.0cm and 61.0cm distal to the strain relief. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. There was no deformation evident to the stent struts or segments

Manufacturer narrative:
Results: failure to follow instructions (recommended in IFU that lesion be pre-dilated, prior to use of stent); inherent risk of procedure (stent deformation); patient condition affected effectiveness of device (lesion morphology - moderate tortuosity, moderate calcification); no results available since no evaluation performed - (device or procedural images not provided for review); device not returned for evaluation. Conclusions: failure to follow instructions (recommended in IFU that lesion be pre-dilated, prior to use of stent); known inherent risk of procedure (stent deformation); device failure/lack of effectiveness related to patient condition (lesion morphology - moderate tortuosity, moderate calcification); unable to confirm complaint (device or procedural images not provided for review). (B)(4).